Event description:
It was reported that during a meniscus repair using the fast-fix 360 straight ndl delivery sy the impaction the anchor fell down and there was a less than 30 minute procedural delay. It was also reported that the device seemed to be impacted in the meniscus, the device fully deployed (both implants) and was completely removed from the patient.

Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4).